Event description:
Our clinical engineering department has received several calls about the carefusion/viasys 3100a high frequency oscillatory ventilator patient circuit not calibrating properly. Before the ventilator is placed on a patient the respiratory therapist does a check out and calibration of the patient circuit. On the side of the vent the calibration step 5 says, "observe mean pressure display and adjust patient circuit calibration screw for a reading of 39-43cm h2o." When this failure has occurred the readings obtained were between 20 and 35cm h2o maximum pressure. We traced the problem to the diaphragm cap which, during use of the ventilator, blocks value ports on the patient circuit. If a malfunctioning cap is placed on the limit valve port of the patient circuit (photos available) the circuit will never reach the 39-43cm h2o pressure. This oscillatory vent is used on infants in our nursery and to date we have not had any type of patient injury. The problem has been caught during ventilator set up.